Manufacturer narrative:
The complaint device was not available for evaluation; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-07487 and 2134265-2016-07477. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a non tortuous and extremely calcified left main artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, the pullback sled would not pullback the opticross imaging catheter. No patient complications were reported.